Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified, therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: failure to achieve hemostasis, pseudoaneurysm. Time of symptoms/ae: during vessel closure. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after suture deployment, bleeding continued. Manual compression was applied to achieve hemostasis. Two days later, a pseudoaneurysm developed, which was surgically repaired. There were no reported adverse pt sequelae. No additional info was provided.